Event description:
Customer reportedly used atlast one time and immediately saw a major lump, bruising and stiations of purple at site. Customer iced and showed to dr. And said customer had severe pain. Was unable to move arm for a while.